Manufacturer narrative:
(B)(4). Date sent: 4/27/2026. D4: batch # 433d97. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh25b device arrived with the anvil half washer and there was no staples present, indicating that the device achieved a full firing stroke. However, during the visual inspection the knife was noted to be missing and it was returned inside of a plastic bag along with the casing half washer inserted in the knife. In addition, one malformed staple was noted embedded in the anvil half washer and also the knife was noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. After further evaluation, the damages noted on the posts of device indicate that the knife was not properly seated causing the reported event. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Additionally, a photo was provided and it showed the condition of the reported event. Device history review: a manufacturing record evaluation was performed for the finished device batch number 433d97, and no non-conformances were identified.

Event description:
It was reported that, during an unknown procedure, the firing could be done and there were no problems for the patient. To examine the donuts on the anvil side after the firing, the anvil was removed and the washer and the donuts could not be removed from inside the cylindrical knife. The anvil came off. The donuts could not be removed. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 3/5/2026 b3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: date sent: 3/5/2026 d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: it was reported by a sales rep that, during an unknown procedure, the firing could be done and there were no problems for the patient. To examine the donuts formed tissue on the anvil side after the firing, doctor removed the anvil, the washer (if attached) and the donuts formed tissue from the knife. During this operation, the knife came off from the device itself unintentionally. There were no adverse consequences to the patient. No further information is available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.